Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: a device deficiency was not reported, the results of the fracture evaluation were unknown. The patient death was not related to the product. The sample/ images have not been provided which led to an inconclusive evaluation result. A definite root cause for the reported event could not be determined. Labeling review: the lot number/ product code was not reported and a physical sample was not returned. It was not known which lifestent product was involved. Ifus have been reviewed that are potentially related to the event. Device holding and deployment; pre and post dilation as well as stent fracture were found addressed in the ifus potentially related to the event.

Event description:
It was reported through the results of a clinical trial that a stent was placed in the left popliteal. The patient had toes amputated and target limb revascularization. Angiogram was performed and sent for fracture assessment; however, the results are unknown. It was further reported the patient expired; however, the cause of death is not related to the device.

Event description:
It was reported through the results of a clinical trial that a stent was placed in the left popliteal. The patient had toes amputated and target limb revascularization. Angiogram was performed and sent for fracture assessment; however, the results are unknown. It was further reported the patient expired; however, the cause of death is not related to the device.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the results of a clinical trial that a stent was placed in the left popliteal. The patient had toes amputated and target limb revascularization. Angiogram was performed and sent for fracture assessment; however, the results are unknown. It was further reported the patient expired; however, the cause of death is not related to the device.